Event description:
The pt was being fed using a pump. One liter of an enternal feeding solution was hung, and the pump was set to deliver 140 ml hr. One liter was delivered in 45 mins. Following the event, the pt had diarrhea. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Event description:
One liter of an enteral feeding solution was hung, and the pump was set to deliver 100 ml/hr. One liter was delivered in 1.5 hours.